Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿found at lake park with no note." Additional notes provided by the facility¿s clinical engineering support services include: "the upstream pressure sensor was out of the correct voltage range, so I replaced the upstream and the downstream pressure sensors. I actually had to do that twice, because when I did it the first time a "check IV set" error kept coming up. This is most likely because one of the new pressure sensors was bad, so, because there was no way to tell which one it was, I had to replace them again. Some segments on the display board were missing, so I replaced that as well. I also cleaned off both of the iui connectors, as they had some build up on the black parts. I recalibrated the unit, and ran it through all of its pm tests, with no issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿